Event description:
Surgical staff reports while doing surgery on patient with davinci robot the cable in the mega needle driver broke making the device useless. Needle driver switched out with alternate one and case proceeded with no further issues. No injury to patient. Device is available for evaluation purposes.